Manufacturer narrative:
Lot/serial: 15413601, (B)(4). According to instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma.

Event description:
On (B)(6) 2017, the patient underwent treatment of a thoracic aortic aneurysm with three conformable gore® tag® thoracic endoprostheses using a 24fr gore® dryseal sheath with hydrophilic coating dsl2428j/15413601. The devices were advanced from the right side. After the stent grafts were implanted, when the physician removed the sheath from the patient, two dissections in the right common ilia artery and the right external iliac artery were identified. It was reported the dissections were caused by the sheath. Two bare metal stents were implanted from the right common iliac artery to the right external iliac artery to cover the dissections. The patient tolerated the procedure. It was reported the physician felt some resistance removing the sheath from the patient. Also the right common iliac artery had already dissected before the procedure and new dissection occurred during the procedure. The poor condition of the right common iliac artery might have contributed to this event.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.